Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that a subclinical pericardial effusion was incidentally detected on cardiac CT scan 3 months post-implantation on a right ventricular (rv) lead. The rv lead was positioned in the rv free wall, suggesting a subclinical cardiac perforation. The patient remained asymptomatic, with stable lead parameters. A follow-up cardiac CT was performed 1 year later, which showed complete resolution of the pericardial effusion.